Event description:
On 09 jan 2020, neotract was notified of a delivery device that did not deploy properly during a successfully completed prostatic urethral lift (pul) procedure. It was reported that the physician encountered some difficulty during needle retraction while deploying the device in question. However, no patient harm or injury was reported. It was also reported that after the procedure, the physician cystoscopically confirmed twice that no device or needle were left inside the patient. The device was being sent back to neotract for investigation. On (B)(6) 2020, neotract's device analysis confirmed that 32 mm of the needle tip was missing from the returned device. The physician was notified of the missing needle fragment. On 14 feb 2020, neotract was informed that the physician is planning a follow-up CT scan.